Event description:
It was reported that the patient presented after feeling bradycardic and fatigue. The pulse generator could not be interrogated. Premature battery depletion was suspected. It was further noted that the patient did not have a device check since the initial implant. The device was explanted and replaced. There were no patient complications from surgery.

Manufacturer narrative:
No conclusion code available. The field complaint of backup mode was confirmed. Device was received with no telemetry. Analysis of device image indicated code corruption occurred and caused the device to revert to backup vvi, but the cause of code corruption is unknown. Performed battery assessment and the battery was at eol level and having no telemetry is normal.